Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device would not run, the motor was damaged, the adapter hitch did not return to the lockout position and the device had excessive dirt and oxidation internally. The device also failed pretest for check starting behavior, check for excessive noise, check for untrue running and check for air leak. It was noted in the service order that the device adapter hitch would not return for locking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.